Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of defective. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the burnt pca, damaged ui bezel, motor calibration fail. The customer complaint was reproduced. There were six error codes have been identified. The device was scrapped.